Event description:
New information revealed the asymptomatic patient presented in clinic. Upon interrogation, it was observed the atrial lead had a high capture threshold as the reason for explant. The patient was stable.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported the patient presented for a procedure on (B)(6) 2020, where the atrial lead was capped and replaced due to unspecified capturing issues. How the issue was discovered and patient symptoms were unknown. The patient condition before, during and following the procedure were unknown.